Manufacturer narrative:
Additional narrative: new etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- patient was revised to address poly wear of the liner. Doi: unknown - dor: (B)(6) 2006. The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. X-rays were obtained and reviewed by engineering. The provided images were taken post this december 2006 revision and therefore do not aid in this investigation. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined that this product code has been inactive/obsolete since 2001. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Patient was revised to address poly wear of the liner.